Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogating of the implantable cardioverter defibrillator (ICD), it was noted that it had inappropriately reset. The inappropriate reset of the ICD was determined to magnetic resonance imaging (MRI) related. The patient was asymptomatic. The ICD was reprogrammed, and the patient was in stable condition.